Event description:
It was reported by the customer that the pyxis medstation es system refrigerator was down. The customer reported that the malfunction occurred when user trying to issue medication to patient and there was delay in issuing medications to patient due to this malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the smart remote manager did not open. A field service engineer checked latch connections, greased and retightened the components which were loose. The system functioned as intended after the field service engineer troubleshooted the device.